Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22084, 2017865-2020-22085. It was reported the asymptomatic patient presented in clinic. Upon initial examination, it was observed the pacemaker had eroded through the pocket and the leads were exposed. The system was explanted. There was no infection noted. The patient was stable.

Manufacturer narrative:
Additional information: d10 visual lead analysis was completed. No physical anomalies found. Full analysis not needed.